Event description:
It was reported that the patient had complaints of pain at the surgical site of a prior l2-l5 lumbar fusion with pedicle screws. Approximately 2 years post-op the patient underwent additional surgery to remove and replace the hardware. During the revision procedure, the surgeon discovered screws used in the previous fusion had become dislodged.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies have been returned to the manufacturer for evaluation. We are unable to determine cause of the event.